Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 crt-p implanted: (B)(6) 2014. A 419588 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of implant, the patient complained of pericardial pain, with pericarditis and discomfort also noted. Echocardiography revealed a small pericardial effusion. The atrial and rv (right ventricular) leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.